Manufacturer narrative:
The suspect battery charger 1 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. A defective battery charger board was found. The voltage was measured to be too high on pin (about 32v). Charger board 1 and 2 were replaced, 2d and 3d tested, device is functional. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that a charger board was found to be malfunctioning after a planned maintenance (pm) visit. There was no patient present when this issue was identified. No additional details were provided.